Event description:
Atty (complainant) working in san salvador, el salvadore has both info & documentation regarding the exportation of the iud. Reporter stated that in 1978, 7,000 of these devices were sold for $5.00 a piece to a dr in central america. Rptr has no records of the sale. She became aware of the sale through research she had conducted. Rptr's main complaint was that co agreed to pay for the removal of its devices from those individuals still using the device. However, the payment for the removal of the device & the public awareness effort of the danger involved with the use of the device is being hidden from 3rd world nations, such as el salvador.